Event description:
It was reported that the collar was lifted/fractured. A guidezilla ii was selected for use in a coronary vessel. During the procedure,the collar part became lifted. The procedure was completed with a different device. No patient complications were reported.